Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had calibration error and change sensor alarm. Customer's blood glucose at time of incident was 484 mg/dl. Customer is experiencing intermittent calibration error alerts and using multiple meters for calibrations. Customer was explained sensor may be malfunctioning. Customer was advised to change site and return sensor in use. Customer was advised that we will send out replacement sensor. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 1484 mg/dl. The customer was treated for high blood glucose with manual injection.